Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found no issues with the crimped stent. There were no signs of damage, stretching or lifting of the stent struts. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found several hypotube kinks and hypotube break 432mm from end of hub. The fracture faces were oval as if kinked prior to separation. A visual and tactile examination found no issues with the shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the anterior tibial artery (ata). A 3.50x38mm promus premier¿ drug eluting stent was selected for use to treat the lesion. However, while advancing the stent into the lesion, the shaft kinked and while trying to adjust the stent, the shaft eventually broke about 20 inches from the hub. The device was removed and the procedure was successfully completed with a different device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4). Device is a combination product.

Event description:
It was reported that shaft break occurred. The target lesion was located in the anterior tibial artery (ata). A 3.50x38mm promus premier&#10244;rug eluting stent was selected for use to treat the lesion. However, while advancing the stent into the lesion, the shaft kinked and while trying to adjust the stent, the shaft eventually broke about 20 inches from the hub. The device was removed and the procedure was successfully completed with a different device. No patient complications were reported and the patient's status was fine.